Event description:
On 08/22/1997, a sales representative from the manufacturer's (MFR) distributor contacted the MFR's representative and asked if there had been any recent change in the manufacturing process of this product. The MFR's representative informed him that to her knowledge, there has been no changes in the manufacturing process. The distributor's sales representative informed the MFR's representative that a customer in his territory has had two (2) incidents concerning this product. This incident concerns the second incident (ref: MDR#1219454-1997-00337 for the first event). The distributor's sales rep stated that they did not have all the information required; however, someone from his office would contact the MFR's rep with the information. The device was scheduled to be returned to the MFR for analysis. No further details were provided at this time.

Manufacturer narrative:
On 09/25/1997, the facility's risk manager faxed the MFR's rep medwatch report #500058-1997-0003 (see enclosed) hard copy received by the MFR on 09/30/1997. The medwatch report states that the patient had the device placed on 05/15/1997. The patient developed chest swelling. The device would flush; however, they were unable to get blood return and as a result, the device was explanted and new device implanted on 08/21/1997. Upon explant of the device, the device catheter was noted to have a slit in it. The device was returned to the MFR and has been analyzed as follows: the device septum showed normal usage with no internal damage. The device catheter was received preattached and the ends were not clamped. This unit was patent and no resistance was felt when flushed. The device catheter showed evidence of damage, discoloration, and compression marks. The damage seen on the device catheter is characteristic with "pinch-off sign." Leakage was seen only at the damaged area when pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this device. Based on the information available and the results of the MFR's analysis of the device, the report of "unable to draw blood" could not be confirmed. However, the report that "upon removal of the device, the device catheter had a slit in it" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR's analysis of the device. No further details are available. The customer will be notified of the MFR's findings and sent an article exclusive to "pinch-off sign" for it's review. The MFR is now closing the file on this event.